Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on patch/shell bond edge, fold creases, wear abrasion, and white particles in the shell. Leak test and microscopic analysis were performed which identified a sharp opening on patch/shell bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage.based on the device analysis the final assessment is a sharp opening on the patch/shell bond edge assessed as an unidentified tear opening.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.